Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed, 4.0x14mm target lesion located in the mildly calcified and severely tortuous right coronary artery. Treatment utilized pre-dilation with a non-bsc balloon. The physician then attempted to advance a 4.5x16mm taxus liberte stent, but could not cross the lesion. The physician experienced withdrawal resistance, and withdrew the device slowly noting upon removal that a stent strut lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed, 4.0x14mm target lesion located in the mildly calcified and severely tortuous right coronary artery. Treatment utilized pre-dilation with a non-bsc balloon. The physician then attempted to advance a 4.5x16mm taxus liberte stent, but could not cross the lesion. The physician experienced withdrawal resistance, and withdrew the device slowly noting upon removal that a stent strut lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
The balloon of the stent delivery system (sds) was tightly folded but the stent was not centered between the markerbands. The stent was distal to the as-manufactured position on the balloon. The distal end of the stent was 3 mm from the distal markerband and the proximal end of the stent was 4 mm from the proximal markerband. Magnified inspection revealed stent strut impressions on the surface of the balloon at the distal edge of the proximal markerband, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. Magnified inspection of the stent confirmed the reported stent damage; there were bent and flared struts in the first six proximal rows of struts. There was no other damage to the stent or the sds. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).